Event description:
While surgeon was attempting to lock the articular surface onto the tibial base plate, the screw would not engage. He attempted again without the surface in place and found the screw would now engage. A new poly was opened and screw length was compared it was found that the initial screw was too short to reach the threads in the distal tibial adapter.

Manufacturer narrative:
Evaluation codes: investigation concluded that a screw was pulled from it's container of subcomponents and was incorrectly returned to a container of screws. A review of inventory adjustments shows that the 03 screw inventory was increased by 1 piece and the 02 screw inventory was decreased by 1 piece. This indicates that this was a single occurrence, that likely occurred in packaging. A poke yoke device is being developed to help the packaging operators prevent commingles of similar screws.